Manufacturer narrative:
In this MDR, bd (B)(6) in (B)(6) has been listed as nipro is an OEM manufacturing site. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 128535 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection sets had mixed product in the packaging. No serious injury or medical intervention reported.